Event description:
Customer reported the infusion device failed to provide an e4 occlusion error when there was a blockage and this resulted in hyperglycemia in the 400 mg/dl range. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.